Manufacturer narrative:
The customer reported that during the device check, the autopulse platform (sn 32315) would not fully retract the lifeband. The platform's archive indicated that the autopulse platform showed multiple fault code 42 (force overload tripped) messages around the customer's reported event date. The observed fault code 42 was not replicated during functional testing. User advisory is typically a clearable error message and is designed into the autopulse platform to alert the operator that the platform has detected one of several conditions. The fault code 42 error message alerts the load cells that have detected too much force being applied. This can result from the patient being improperly positioned on the platform or from an excessive force being applied on the load cells due to a stiff patient's chest. This error message can be cleared when the user press restart. The autopulse platform passed preliminary functional testing and the run-in test using the large resuscitation test fixture (lrtf) with known-good test batteries until discharged. No malfunction was detected, and the autopulse platform operated as intended. Following the service, the autopulse platform passed the run-in test without any faults or errors. The autopulse platform passed the final test without any fault or error.

Event description:
During the device check, the autopulse platform (sn (B)(6) would not fully retract the lifeband. No patient involvement.